Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and the patient experienced a cardiac tamponade which required pericardiocentesis. At the beginning of the procedure, intracardiac ultrasound showed that the patient had a baseline pericardial effusion. Later in the procedure, the physician then noticed that the effusion was getting larger. Pericardiocentesis was then performed and blood was removed from the pericardial space. The patient remained stable and was transferred to the ccu (critical care unit) for observation. It was also reported that the medical team did not get any impedance readings on the ngen generator. Changing out the catheter cable and the catheter did not resolve the issue. Rebooting the generator resolved the issue and the procedure was continued. In addition, midway through the procedure they lost the visitag surpoint data which was resolved by reseating the epu (external processing unit) and rebooting the workstation. When reseating the epu, the cable for the epu was frayed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.